Event description:
The patient had a masimo set lncs probe placed on toe. Upon assessment, staff reported skin breakdown. About nine days later, wound care nurse reported that on the underside of the left big toe, patient had skin breakdown with burn type lesion measuring 1.5 x .5 cm. Staff report that the wound was blackened, necrotic and unstageable. Wound care nurse reports that skin is heeling and eschar is dropping.====================== manufacturer response for spo2 adhesive sensor, lncs infant spo2 adhesive sensor======================they have been assisting with troubleshooting, but have not had any experience with these types of skin breakdowns.